Event description:
Healthcare professional reported "defective implant" later clarified ¿punctured implant during surgery¿. Surgery was completed with a back-up device. The device has been discarded.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: "defective implant"; physician ¿punctured implant during surgery¿.